Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during inflation. The procedure was completed with a different device. There were no patient complications reported.